Event description:
Rptr received double lumen breast implants and became ill approx 1 yr later. Rptr had implants removed 6 years later after she received no answers regarding all her illnesses. Both implants were ruptured or leaking. Some of the illnesses are improving slowly.